Event description:
During a pulmonary vein isolation ablation procedure, while in the left atrium repeated air embolisms were noted. Saline was noted to come out of the valve after removing the catheter. The air embolism resolved by itself within a few minutes. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not received in abbott's product performance engineering lab for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.